Event description:
It was reported that during an unknown procedure, the clip was not fed into the jaw properly after a few firings. When the trigger was grasped several times, double feeding occurred and the clips ejected. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.